Event description:
Baxter reported that a transfer set has been replaced because of leaks of the pertoneal dialysis fluid through the tubing. The transfer set was placed on december 2004. No patient injury or medical intervention was associated with this incident.